Event description:
This event has been deemed a reportable event based on the investigation results; jaw broken. It was reported to boston scientific corporation that a pulmonary radial jaw biopsy forceps device was used during a bronchoscopy procedure. According to the complainant, during the procedure the dual pullwire broke. Upon removal the forceps punctured the working channel of the endoscope. The procedure was completed with another pulmonary radial jaw biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of jaw broken. A visual examination of the returned device found that one jaw¿s tang hole was broken and the pullwire was disconnected from the tang hole. The jaw was sent for material analysis which determined that the fracture occurred due to bending overload and final tension overload. The device welding and riveting were found to be within manufacturing specification. Functionally, the returned unit was not tested due to the return condition. Based on the material analysis, the fracture likely occurred due to bending overload and final tension overload due to anatomical/procedural factors. The most probable root cause is operational context due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.